Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation due to the high impedances and patient lost weight causing the ipg to feel uncomfortable. Surgical intervention took place on (B)(6) 2026 wherein the leads were explanted and replaced and the ipg was relocated. Effective therapy was restored.